Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the manipulator controller ergo distal (mced) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mced was analyzed and no issues related to the reported complaint. The complaint was not confirmed. This part was determined to be the wrong part sent back. As a result of these findings, no root cause could be determined.

Event description:
It was reported that errors occurred during system startup, with the same errors having appeared previously. The caller stated that non-recoverable 319 errors were identified, but current logs were unavailable to confirm these errors. Historical logs confirmed repeated instances of these errors, with the nodes ergo1 and ac_8a failing to respond during system startup. Updated system logs confirmed the persistence of errors, again pointing to ergo1 and ac_8a nodes. The customer reported event has no report of patient injury.